Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an open land from socket 6 to the on/off dome contact of a cable mounted plug connector, designator p5 from the membrane switch assembly. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported issue.